Manufacturer narrative:
This report is filed on (B)(6) 2016.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2016, re-implantation is planned but has not taken place as of the date of this report. This report is filed on december 02, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011.

Manufacturer narrative:
This report is submitted on october 24, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient developed an infection; however, the issue could not be resolved. Explantation is planned; however it is unknown if this has yet to occur as of the date of this report.